Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 20-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('constant lower back pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), abdominal pain upper ("stomach ache"), fatigue ("fatigue"), migraine ("migraine"), menorrhagia ("heavy menstrual bleeding during periods of 7 days or more") and loss of personal independence in daily activities ("when I come home I can¿t do anything / everything is complicated now") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the back pain had not resolved and the abdominal pain upper, fatigue, migraine, menorrhagia, weight increased and loss of personal independence in daily activities outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, back pain, fatigue, loss of personal independence in daily activities, menorrhagia, migraine and weight increased with essure. The reporter commented: patient is in constant pain. She has spent crazy amounts on medicine and natural products, and seen countless people to try to determine the origin of this constant pain. She is no longer able to play sport. Her day consists of hanging on at work: when she comes home she can¿t do anything. She had a week off last week because she couldn't take it anymore. Everything is complicated now, whereas previously she was dynamic and full of life. She contacted her gynaecologist to discuss this with her, but she still has to wait almost 3 months (appointment schedule) before she can start anything! Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4), on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('constant lower back pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), abdominal pain upper ("stomach ache"), fatigue ("fatigue"), migraine ("migraine"), menorrhagia ("heavy menstrual bleeding during periods of 7 days or more") and loss of personal independence in daily activities ("when I come home I can¿t do anything / everything is complicated now") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the back pain had not resolved and the abdominal pain upper, fatigue, migraine, menorrhagia, weight increased and loss of personal independence in daily activities outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, back pain, fatigue, loss of personal independence in daily activities, menorrhagia, migraine and weight increased with essure. The reporter commented: patient is in constant pain. She has spent crazy amounts on medicine and natural products, and seen countless people to try to determine the origin of this constant pain. She is no longer able to play sport. Her day consists of hanging on at work: when she comes home she can¿t do anything. She had a week off last week because she couldn't take it anymore. Everything is complicated now, whereas previously she was dynamic and full of life. She contacted her gynaecologist to discuss this with her, but she still has to wait almost 3 months (appointment schedule) before she can start anything! Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.